Event description:
Guidewire inroduced into previously stented artery wire area and not able to cross stent. Procedure was terminated and wire removed noted that wire had fractured with tip remaining in artery.